Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), uterine perforation ('perforation (uterus)'), pregnancy with contraceptive device ('pregnancy (with complication)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding (general)') in a 38-year-old female patient who had essure (batch no. C51338) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included gravida ii and parity 2. Concomitant products included ibuprofen, misoprostol (cytotec), oxycodone hydrochloride (oxycodone) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain / sharp pain"), dyspareunia ("dyspareunia (painful sexual intercourse) / pain - during intercourse") and fatigue ("fatigue"), 28 days after insertion of essure. On (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ pain - during menstrual cycle"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia / heavy period"), depression ("psychological or psychiatric problems condition: depression due to miscarriage,"), alopecia ("hair loss") and complication of device insertion ("the doctor was having difficulties implanting my left essure. He mentioned he almost stopped"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, depression, hormone level abnormal and complication of device insertion outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue and alopecia had resolved and the migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the doctor told her she did not need a confirmation test 3 months later because the ultra sound after the procedure showed that the essure was in place and was normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), uterine perforation ('perforation (uterus)'), pregnancy with contraceptive device ('pregnancy (with complication)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. C51338) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included gravida ii and parity 2. Concomitant products included ibuprofen, misoprostol (cytotec), oxycodone hydrochloride (oxycodone) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain / sharp pain"), dyspareunia ("dyspareunia (painful sexual intercourse) / pain - during intercourse") and fatigue ("fatigue"), 28 days after insertion of essure. On (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ pain - during menstrual cycle"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia / heavy period"), depression ("psychological or psychiatric problems condition: depression due to miscarriage,"), alopecia ("hair loss") and complication of device insertion ("the doctor was having difficulties implanting my left essure. He mentioned he almost stopped"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, depression, hormone level abnormal and complication of device insertion outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue and alopecia had resolved and the migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the doctor told her she did not need a confirmation test 3 months later because the ultra sound after the procedure showed that the essure was in place and was normal. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received : lot number and concomitant medication added. Events : perforation (fallopian tube(s), perforation (uterus), pregnancy (with complication), pregnancy (stillbirth or miscarriage), abnormal bleeding (general), device ineffective, pain / sharp pain, abnormal bleeding(vaginal), menorrhagia / heavy period, psychological or psychiatric problems condition: depression due to miscarriage, migraines / headaches, dysmenorrhea (cramping)/ menstrual cycle, dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes, she did not undergo an essure confirmation test and 'the doctor was having difficulties implanting my left essure. He mentioned he almost stopped' were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.